Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that an anesthesiologist in pacu (post-anesthesia care unit) noticed the patient's line was not flowing. The tubing was ballooning in the silicone pump segment.

Manufacturer narrative:
The customer¿s report that the IV tubing set ballooned/bubbled was confirmed by visual inspection. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Functional testing of previous complaints with the failure mode of ¿balloon/bulge in silicone tubing segment¿ was performed by placing the infusion set in an alaris pump module and closing the door, programming/running the infusion, pausing the infusion, and then injecting an IV push fluid bolus through a distal y-site of the infusion set. Testing included injecting an IV push bolus after clamping the tubing (below the pump segment but above the IV push site per the dfu) and injecting the IV push bolus without clamping the tubing. Ballooning was not replicated in any clamped testing but has been replicated in unclamped testing when the tubing had been visually observed to be compromised (from previous ballooning). Previously investigated complaints for this same failure mode determined that the ballooning is caused by excess pressure within the silicone tubing segment. The root cause is unknown.

Event description:
It was reported that an anesthesiologist in the pacu (post-anesthesia care unit), noticed the patient's line was not flowing. The tubing was "ballooning" in the silicone pump segment. Although requested, there has been no patient impact outcome or further event information made available to date.